Manufacturer narrative:
(B)(4). Batch # l91y53. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. The handpiece was connected to the generator and it was recognized. However, no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. No communication issue was observed at any time as reported. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the instrument was attached to the handpiece, attached to the generator and the generator wouldn't recognize the attached device. The customer tried to remove the instrument and the instrument was stuck to the handpiece, unable to disassemble. A second like handpiece and second like instrument were tried and the generator gave a message that the handpiece had reached the end of its life, no usages remaining. A third like handpiece was used with the second like instrument to complete the procedure. There were no patient consequences reported.